Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker was showing spikes on an electrocardiogram. A health care professional (hcp) was concerned the spikes indicated a device anomaly. Technical services (ts) offered to investigate further, however no further troubleshooting was requested. This device remains in service. No adverse patient effects were reported.